Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys total psa immunoassay result from a cobas 8000 cobas e 602 module. The initial result was 3.32 ng/ml and was reported outside of the laboratory. The patient complained about the result and the sample was repeated. On (B)(6) 2019, the repeat results were > 100.0 ng/ml and 269.1 ng/ml. The result of 269.1 ng/ml was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 311233 with an expiration date of 31-jul-2019.

Manufacturer narrative:
The provided alarm trace contains multiple abnormal sample aspiration alarms indicating possible pre-analytical issues. Calibration and qc data are acceptable. The required rack adapters were not used for 13 mm tubes. Based on the data provided, a reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.